Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between march 2024. H11: the twenty-one (21) actual devices were received for evaluation. The actual samples were visually inspected, and the reported issue was confirmed of the samples, as various types of particles of foreign matter were identified enclosed in the sealed product packaging. In sample #1, multiple dark spots were embedded in the outside of the tubing, not in the fluid pathway. In sample #2, a small stain spot was embedded outside of tubing, not in the fluid pathway. In sample #3, a tiny dark spot embedded on outside of tubing, not in the fluid pathway. In sample #4, two tiny imperfections were embedded in the outside of tubing, not in the fluid pathway. In sample #5, two tiny imperfections were embedded in the outside of tubing, not in the fluid pathway, and a tiny dark particle embedded inside the sealed packaging, not in the fluid pathway. In sample #6, fiber was loose inside the sealed packaging, not in fluid pathway. In sample #7, a tiny dark spot was embedded outside of the tubing, not in the fluid pathway, and a dark particle embedded inside the packaging, not in the fluid pathway. In sample #8, a tiny dark particle spot was embedded inside the sealed packaging, not in fluid pathway. In sample #9, a fiber was embedded inside the sealed packaging, not in fluid pathway. In sample #10, fiber was loose inside the sealed packaging, not in fluid pathway. In sample #11, 3 tiny imperfection spots were embedded outside of the tubing, not in fluid pathway. In sample #12, a tiny particle was embedded outside of the tubing, not in fluid pathway. In sample #13, a tiny dart spot was embedded outside of the tubing, not in fluid pathway. In sample #14, a tiny imperfection spot was embedded in the outside of the tubing, not in fluid pathway. In sample #15, a tiny dark particle was embedded outside of the tubing, not in fluid pathway, and a tiny particle was embedded in inside of the tubing, not in the fluid pathway. In sample #16, a tiny dark particle was embedded in the outside of the tubing, not in the fluid pathway. In sample #17, two tiny imperfections were embedded in the outside of the tubing, not in the fluid pathway. In sample #18, two tiny imperfections were embedded outside of the tubing, not in fluid pathway. In sample #19, a tiny white particle was loose inside the sealed packaging, not in the fluid pathway. In sample #20, tiny dark spot was embedded inside the sealed packaging, not in fluid pathway. In sample #21, a tiny dark particle was loose inside of the sealed packaging, not in the fluid pathway. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was observed in twenty-one (21) exactamix vented, high-volume inlets. The pm was described as, ¿particles, lint, and hair in the outer packaging, in the inlet, or at the connectors¿. There was no patient involvement. No additional information is available.